Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the pump was broken and out of medicine and had been alarming for a long time. The pump had failed. They had 2 repair surgeries on the pump so it wasn't working right so they didn't actually start hearing the dual tone alarm until february. They did not have anyone currently managing or refilling the pump. When agent inquired pump med, patient stated they think either hydromorphone or hydromorphine. They had been miserable without the pump therapy and did not realize how good the therapy had been for them until they've been without it. Agent documented reported information and redirected to healthcare provider to further address the issue. Agent emailed the field for visibility.